Manufacturer narrative:
(B)(4).

Event description:
A talent taa stent graft system was implanted in a patient for the endovascular treatment of a 45x54 mm thoracic aortic aneurysm. The proximal neck was 29 mm in diameter and it was 27 mm in diameter distally. There was mild calcification in the distal neck. It was reported that there was aneurysm expansion noted approximately three years post index procedure. The investigator assessed as related to the device and not procedure related. Three months later another manufacturer's device was implanted at the distal end of the talent device. Even though aneurysm expansion was observed, no endoleak was identified by CT. The aneurysm expansion was considered to have occurred because the distal edge of the stent graft was in contact with the vessel wall and had an effect on the vessel. Therefore, the device was determined to have a causal relationship with the event, even though the cause has not been identified. The procedure was considered to be irrelevant to the event as it had been over 3 years since the index procedure. No additional clinical sequelae were reported.